Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023. The abutment was removed during the same surgery. This report is submitted on october 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 2, 2023.